Event description:
It was reported that regarding a 1o2¿ valve (blue) w/check valve, rotating luer before starting, the doctor connected the infusion line and found that the liquid was not passable under the normal tightening state of the disposable universal valve, and there was liquid leakage when it was slightly loosened. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.